Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:11:48. During night drain cycle two, the patient's ultrafiltration reading was 2434ml, indicating the home patient drained 2434ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection and service history review were performed. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the low drain volume alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.